Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. Reportedly, the customer's personal profile settings needed adjustments. The customer delivered a correction bolus via the pump to address the bg. Customer instructed to monitor bg levels, and contact tandem customer technical support if needed.